Event description:
A renegade hi flo catheter was used for liver chemo embolization within a lesion in the hepatic artery. The catheter broke in two pieces at the proximal end with the braiding remaining intact. The catheter had broken while being contained within the body of another catheter and was removed. The physician had difficulty with access to the lesion and did not attempt the procedure another time.